Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the arm. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient's mother reported a missing sensor wire. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is detached from the sensor pod and seal carrier.the problem is confirmed because the sensor wire with (B)(4) was detached from the sensor pod and seal carrier.the root cause could not be determined.